Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for valve migration, paravalvular leak, and central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per provided case summary, "the 23mm ultra valve migrated ventricularly, creating mitral regurg of +4." The summary also disclosed that the final thv position was 50/50 atrial/ventricular, moderate pvl was present (before post-dilation), and 2 extra ccs of fluid were used. Per additionally received clarification, patient had central leak. Per the instructions for use (IFU), valve regurgitation (both pvl and central leak) and valve migration are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the incident details were unclear with respect to the chronological sequence of disclosed events for thv migration, paravalvular leak, and central regurgitation. Additionally, the details surrounding the final thv position (atrial landing contradictory to ventricular migration) or the use of 2 extra ccs of volume (e.g. During thv deployment and/or post-dilation) could not be verified. Given the lack of sufficient information, there are multiple potential scenarios that could have led to the reported events. The 50/50 atrial/ventricular position is indicative of the thv landing too high post-deployment. Per mitral viv training manual, "final expanded thv implant depth should be targeted no more than 20% (atrial) for optimal valve function." The atrial malposition could have potentially given rise to either of the two reported leaks or both: paravalvular (pvl) and transvalvular (central regurgitation). The former would be promoted by inadequate sealing between the high-seated pvl skirt and target site. The latter would be promoted via residual overhang of surgical-valve leaflets, which can interfere with proper leaflet coaptation. In the case of pvl, it is possible that the user elected to subsequently post-dilate the thv in an attempt to resolve it. If the thv was not adequately anchored to target site (due to atrial malposition), any physical manipulations of the valve via the ds/inflation balloon during post-dilation could have caused it to dislodge and migrate into the ventricle. Post-dilation of the valve could have also contributed to new or existing central regurgitation via thv over-expansion, leading to disrupted leaflet function. Alternatively, it is possible that due to other reasons (e.g., antegrade ejection forces during diastole, undersized valve, under-expanded valve), the valve migrated towards the ventricle following initial thv malposition. This could promote formation of pvl channels due to the low-seated pvl skirt. Low valve implantation may also disrupt the normal blood flow pressure required for the valve to function properly, resulting in central regurgitation. Any subsequent attempts to post-dilate the thv could give rise to central leak as mentioned above (increased risk of over-expansion). Finally, the possibility of over-expanded thv, leading to central leak at the time of deployment with 2 extra ccs cannot be ruled out at this time. However, due to insufficient information, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a mitral valve-in-valve procedure within an existing surgical valve, the 23mm sapien 3 ultra valve migrated ventricularly, creating central mitral regurgitation of +4. There was moderate perivalvular leak treated with post dilation. The patient was stable. There was no further intervention being discussed. By echo, the valve had not migrated any further into the ventricle. There was no allegation of edwards device malfunction.